Manufacturer narrative:
Narrative: curlin medical acquired the suspect-device product line from mckinley medical on september 22, 2006. As a result of the acquisition, curlin has taken reporting responsibility for events occurring after september 22, for product that mckinley has manufactured and/or distributed. H3 - the catheter is assembled into a convenience kit along with other kitted components. The catheter in the kit is supplied by another device manufacturer, micor, inc. A conclusion for the break cannot be made by curlin medical. However, based on a visual examination of the catheter remnant, it appears that the catheter may have been damaged during use. There is evidence that the catheter was crimped at the location of the break. Curlin medical has forwarded the event information and catheter remnant to the catheter manufacturer (micor, inc.) For evaluation under their complaint handling system.

Event description:
Curlin medical has learned of a reportable incident from a distributing customer. The incident reported involved a component (catheter) of a local anesthesia infusion kit. Per the customer's report, the catheter broke during removal from a surgical site (shoulder orthoscopy). The catheter remnant was removed. There is no report of injury from the complainant.